Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that an unspecified cartridge alarm occurred. Customer¿s blood glucose value was 136 mg/dl. Reportedly, a replacement pump was sent to the customer to resolve the issue. Customer reverted to an alternative method of insulin delivery.